Event description:
The electrode array reportedly was not fully inserted during the initial implant surgery. A revision surgery to reinsert the electrode array, also in december 2004, was not successful. A CT scan (no date given) confirmed that the electrode was not in the cochlee. The device was explanted in 2005. The patient was reimplanted with a new device.